Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection noted no anomalies. Review of the device memory confirmed there were no faults or error codes recorded. The device was then manually tested to verify pacing, sensing, and recording functions of the device commensurate with battery voltage; normal device operation was observed; however, during detailed testing, a high current draw was identified. Review of device memory found the current draw had been gradually increasing over time. Residual gas analysis found a higher-than-expected amount of hydrogen within the device. Analysis concluded the behavior of this device is consistent with an issue with the low voltage capacitors. A product performance issue with these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal.

Manufacturer narrative:
Following returned product analysis, this event will be further updated.

Event description:
Boston scientific received information that during a follow-up, this device exhibited a battery consumption anomaly. Data was sent for an engineering consult, at which time it was confirmed the unit was malfunctioning and should be replaced. The device was later explanted and returned for analysis. No resulting adverse patient effects were reported.